Event description:
During a heart cath a q3.5 guiding catheter was inserted into the right radial artery access site. It was noticed that the catheter did get kinked at some point when trying to cannulate the artery. The doctor seemed to torque the device quite a bit during the procedure. It seemed as if from all the torqueing the wire became weak at the point where it was kinked. Upon removal of the wire, it broke off and the rest of the wire was in the patient's arm. The rest of the wire had to be removed surgically in the or, which went well with no problem at all.what was the original intended procedure?heart cath.device #1is this a laboratory device or laboratory test?no.